Event description:
It was reported that the balloon was ruptured. The target lesion was located in the severely calcified vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atmospheres when inflated for 15 seconds upon first inflation. The device was removed without any problem with the usual method and procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter name and address: (B)(6).